Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. The reported allegation could not be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of tip detached/broke inside patient was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during a convective radiofrequency water vapor thermal procedure, a cracked sound was heard after the surgeon reinserted the cystoscope into the delivery device after draining the bladder. A piece of transparent plastic was shown on the camera system. The physician suspected something was broken in the device. The procedure was completed with another of same device without patient complications.

Event description:
It was reported that during a convective radiofrequency water vapor thermal procedure, a cracked sound was heard after the surgeon reinserted the cystoscope into the delivery device after draining the bladder. A piece of transparent plastic was shown on the camera system. The physician suspected something was broken in the device. The procedure was completed with another of same device without patient complications.